Manufacturer narrative:
Tracking number: (B)(4). Device has not been received. A supplemental report will be sent upon completion of investigation if device is received.

Event description:
According to the reporter, during a sleeve gastrectomy, the idrive would not fire or work. Once the battery was changed, the device worked properly. There was no extension in surgery time. There was no reinforcement material used. There is no further information available from the account.